Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884xcu. Customer reported a short battery life or a low battery alarm after 1 week or less. Customer was advised to insert a new aa battery and restart the pump. No harm requiring medical intervention was reported. No product return is required for mmt-1884xcu.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms or charge/battery lasts less than expected noted during testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2024. There was no data available to verify if the customer experienced an unexpected power loss of less than 7 days per the pump history records. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date 20-aug-2024 in the formatted history file. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A high sleep current measurement was confirmed due to slight corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Customer alleged for charge/battery lasts less than expected was unknown. A high sleep current measurement was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.